Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient was revised approximately one day post implantation because it was discovered the stem and body were not properly seated in a post-op x-ray. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-1068 lot# 3049620 cer option type 1 tpr sleve +6. Cat# 650-1055 lot# 3123214 cer bioloxd option hd 28mm. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00124. The customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.